Event description:
It was reported via e-mail that the customer was unresponsive and passed away. It was stated that he was doing well during the month of (B)(6) 2011. It was stated that the customer had diabetes and neuropathy in his feet. It was stated that while his wife was cleaning out his items, she found the insulin pump, put in a box, and tried to return to a drugstore, but they refused to accept. The wife stated that the cause of his death was complications from diabetes and passed away in the emergency room. The wife did not want to discuss furthermore and the call was disconnected. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.